Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a piece of the rim of the battery compartment has fallen off. The customer also noted two stress cracks on their insulin pump. Customer stated the cracks were located on the display screen. The customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and broken battery tube threads.